Event description:
It was reported that the anterior and posterior capsule have fused together. Surgeon is evaluating treatment options.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.